Event description:
It was reported that patient presented in clinic for follow-up. It was noted that the implantable cardioverter defibrillator (ICD) could not be interrogated using radio frequency (rf) telemetry. The ICD was able to be interrogated using wand. There were no patient consequences.